Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported a patient initially implanted with a 33mm 7300tfx mitral valve for 6 years 6 months, had a valve in valve procedure completed due to mitral stenosis and severe mitral regurgitation. The patient received a 29mm 9600tfx replacement valve. Post valve deployment, the patient developed ventricular fibrillation. CPR was initiated and patient cardioverted. Impella and ECMO device were placed. The patient tolerated the procedure well and was transferred to the ICU in guarded condition. Impella and ECMO devices were eventually removed. The patient was hemodynamically stable and was discharged home with home health services on pod #6. No allegation of device malfunction or failure reported.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported a patient implanted with a 33mm 7300tfx mitral valve for 6 years and 6 months, underwent a valve-in-valve procedure due to stenosis and regurgitation. A tmvr was performed with a 29mm 9600tfx valve. It was reported the patient has been discharged from the hospital. There has ben no allegation of device malfunction or failure.